Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and on (B)(6) 2019 was presented with loose epithelium with blurred vision and refractive error in both eyes (ou). The patient chief complaint was of irregular astigmatism and of blurred vision. It was reported the event is lasting, significantly interfering with daily activities. Bcva from (B)(6) 2019: right eye post-op 20/20 -.50 x -.50 x 174, left eye post-op 20/20 -.50 x -.75 x 15.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.